Event description:
User hand an issue with a pt result for glucose. The initial result was 149 mg per dl. The sample was repeated twice on the same analyzer, giving results of 93 mg per dl and 73 mg per dl. They did not believe the result and repeated testing of the same sample on the cobas 6000 instrument. The glucose result from the c6000 instrument was 75 mg per dl. The result was not reported until repeated. The result of 75 mg per dl was reported. The pt was not adversely affected. The field service representative determined, there was imprecision of the b pipetting circuit, and replaced dosage and wash syringes, motors and valves vb1, 2, 3 and 4 which were parts of the b pipetting circuit. Calibration, controls were run for glucose and system software was checked to verify analyzer was operating within specification.